Event description:
The customer reported receiving retic (reticulocyte) clearing agent level sense detected error messages and retic voteouts (non-numeric results) on a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 03/03/2015. The fse found disconnected tubing at the retic clear pump. He also found a worn stained retic segment valve (cvl93/128). The fse replaced the shear valve and tubing at the retic clear pump, which fixed the error messages. The repairs were verified per established service procedures. (B)(4).